Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) his bundle lead exhibited high thresholds. The physician decided to add a right ventricular (rv) lead and plug the lv lead into the lv port of a new bi-ventricular pacemaker. The lv lead remains in use. No patient complications have been reported as a result of this event.